Event description:
The surgeon implanted a cc420bf lens. The lens appeared to have buff marks on the anterior and posterior side of the lens. Lens was removed. No pt event or injury. Upon receipt of the returned lens there was no visible damage noted.